Event description:
It was reported that during an unknown procedure, part of the knife broke free. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned disassembled. The blade was not broken off as reported but was gouged. The tissue pad was detached. As the device had been disassembled, the circuit no longer functioned and no functional testing could occur. Due to the disassembly of the device, we are unable to conclude how the damage to the device occurred.